Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/) the overall 24 month product complaint trend data for the period ( apr-2019 through mar-2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm arrived onsite march 8, 2021 and was able to reproduce auto-fill failure. Adjusted helium fill, empty sensors on bimba and adjusted bimba within spec. Complete repair with full calibration, functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specification. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported by the customer that during maintenance, the cs300 intra-aortic balloon pump (iabp) would not autofill because it was out of calibration and was not able to adjust to the correct range. There was no patient involvement, and no adverse event reported.